Manufacturer narrative:
Additional information was received that the patients weight loss was confirm to be not device related and it was also mentioned that the patient no longer needed the device.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also reported that the ipg had become prominent. The patient underwent ipg explant.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the pocket site. It was also reported that the ipg had become prominent. The patient underwent ipg explant.